Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg test system ver. 2 on a cobas 6000 e 601 module. The sample initially resulted in an hcg value of 1.76 miu/ml and this value was reported outside of the laboratory to a physician. The physician questioned the value as the patient was 10 weeks pregnant. The sample was repeated, resulting in a value of 107077 miu/ml. The repeat value was deemed correct. The hcg reagent lot number was 52806501, with an expiration date of 30-jun-2022.

Manufacturer narrative:
The last calibration performed on 29-nov-2021 passed. Quality controls were acceptable. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer checked and adjusted the mixer and probe washes. Pinch valve tubing was adjusted. Maintenance items were performed on the analyzer. The customer ran precision studies and these passed. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with incorrect pre-analytic sample handling.